Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) of a secondary solution set in which customer observed black spot at the end of spike. The reported condition occurred before use. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.